Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the superficial femoral artery (sfa). The 6.0x150mm absolute pro ll self-expanding stent system (sess) was advanced to the lesion over a 0.035 guide wire with no noted issues. During deployment. The stent was noted to partially fail to deploy due to a mechanical jam with the thumbwheel. The sess was removed and replaced with another absolute pro ses and the procedure was continued. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure. Were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified five similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.